Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported the sensor was pulled out. The customer had no symptoms. The customer did not treat the high blood glucose level. The customer did not troubleshoot the issue. The sensor will not be returned for analysis.